Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the scratches on screen making it more difficult to see. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump had received random no insulin delivery alarms and not as tight when screwing in new reservoir. Troubleshooting was not performed. The device will not be returned for analysis.